Event description:
The reporter stated a (B)(4) collamer aspheric single piece lens tore during loading but was inserted before the surgeon noticed the lens was torn. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).